Manufacturer narrative:
This regulatory report for the event was timely reported but inadvertently under mfg. Report numbers: 1225714-2013-02366 and 1225714-2013-02367 on (B)(6) 2014 for a patient with the same name. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event.

Event description:
The plaintiff's attorney alleged the patient experienced a sudden cardiac event and subsequently expired on the same day, which is alleged to have been caused by exposure to the products administered during dialysis treatment.